Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported imprecision could not be replicated on a demo model. All instruments were noted to have verified and registration was successful. Additionally, a disposable tricut blade was accurately navigated on the model. As a precaution, and per the request of the surgeon, the application software was uninstalled and re-installed with a previous version. The navigation system then passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed following tracer and a 3 point registration method. A second medtronic navigation system was brought into the operating room (or) without resolution. The instrumentation was noted to have a 1 to 2 centimeter imprecision and that the accuracy was close near the nasion but not the remainder of the anatomy. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. (B)(6) 2019 interface update (rep); the archive from the procedure was received by medtronic for review. Review found that there were two patient registrations with proper tracer coverage. Additionally, the exam was noted to be about a month old and that there was significant anatomy shifting during that time. Additionally, the exam had a head-frame present, though it did not go beyond the tip of the nose and did not affect accuracy. The imprecision was noted to be in the posterior direction and to the left.